Event description:
It was reported that the patient suffered from twiddlers syndrome. During leads revision procedure, the right ventricular lead helix could not be retracted. The lead was manually twisted until it was detached from the tissue. The left ventricular lead stylet could not be inserted into the lead. Both leads were explanted and replaced. The patient was in stable condition throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.